Event description:
Customer reported that touchscreen of their insulin pump was cracked and shattered, rendering it unresponsive and illegible after being damaged while playing a sport. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, confirming shipping details and advising the customer on steps to follow for transitioning to the replacement pump. Customer was informed to use multiple daily injections (mdi) as backup therapy and instructed to return the damaged pump within 10 days using a provided return box and pre-paid label.